Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's diabetes therapy consultant that the transmitter would not hold a charge longer than 2-4 days and that the customer had diabetic ketoacidosis in (B)(6) 2015 due to a site issue. The customer's blood glucose level was unknown. The customer declined to speak with the 24 hour help line. No further details were provided.